Event description:
It was reported that this patient presented to the emergency room with a heart rate in the low 40's. Troubleshooting was performed and it was noted that threshold measurements have increased which caused loss of capture. It was also noted that the impedance and sensing values have changed. Subsequently, this right ventricular (rv) lead was explanted and replaced after being implanted for three weeks. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room with a heart rate in the low 40's. Troubleshooting was performed and it was noted that threshold measurements have increased which caused loss of capture. It was also noted that the impedance and sensing values have changed. Subsequently, this right ventricular (rv) lead was explanted and replaced after being implanted for three weeks. No additional adverse patient effects were reported.